Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, did not experience repeat malfunction, was advised to continue using pump.